Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve in the return kit. The valve was submerged in an unknown liquid. Summary: first, we performed a visual inspection. A deformation of hte outer housing of the valve was observed. This deformation was confirmed through a measurement of the plane parallelism. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the valve was out of tolerance, but all other specifications were met. Contrary to the suspected under-drainage, the valve tends to overdrain. Since deposits in side the valve can temporarily impair its function, we have conducted a second measurement. The second measurement confirms overdrainage rather than the suspected underdrainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm deposits inside the valves, which could lead to the occurred functional impairment. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was suspected of under or over-drainage postoperatively. The patient was originally implanted on (B)(6) 2015. Tlhe valve was explanted on (B)(6) 2016 and returned to the manufacturer for evaluation. Further details were not provided. Patient symptoms due to under-drainage were not noted. Height: 150 cm.